Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over thirteen (13) years, since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that an olympus technical support representative advised the customer to reseat the lamp side door, reseat the light source cable, and to verify if the spare lamp is powered on. The customer indicated that the device started working after the recommended steps were completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii xenon light source front panel was flashing. The issue was found during an unspecified event. There were no reports of patient harm.